Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the patient had been seen in the physician clinic for a routine follow-up and the device was interrogated and functioning normally.

Event description:
It was reported that the implant detect feature of the device had not completed one day post-implant. The device remains in use. No patient complications have been reported as a result of this event.